Manufacturer narrative:
D4: unique device identifier: as the serial # is unknown, the UDI will consist of the primary di number only. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had a downstream occlusion alarm during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: d4: model # should additional relevant information become available, a supplemental report will be submitted.